Event description:
Customer using accu-chek advantage system. Customer states meter reading in the 800's 4-5 days ago. Customer using strip with expiration date of 2/28/2002. Location of testing not provided. Actions taken not provided. No quality control information provided. No death or serious injury reported. During troubleshooting with manufacturer, customer also stated that there were segments missing on the display. No adverse event due to missing segments reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: accuchek advantage test strips lot# 522568, exp date # 02/28/2002.

Manufacturer narrative:
The suspect product is the advantage meter.